Event description:
This lead was implanted on (B)(6)2007 and explanted on (B)(6)2011 due to advisory/recall. The lead was functioning fine at the time of explant. The procedure took place at (B)(6) medical center with dr.(B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).